Event description:
It was reported that the patient received an alert for high right ventricular (rv) lead impedances. The patient presented to the emergency room and a remote transmission was submitted, confirming the rv lead impedance had reached 103. No diagnostic observations were noted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (ICD), (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013.